Event description:
This report is #5 of 5 for complaint (B)(4).

Manufacturer narrative:
In the macroscopic examination, the plate exhibits partly massive mechanical damages. These came about with high probability when the plate was explanted. A micro-metallographic inspection of the raw materials used revealed no material defects. The microstructure and the hardness measured conform to the specifications. No irregularities, inclusions of non-metallic materials, etc., or signs of embrittlement were found. The implant complained of can be clearly allocated to its raw material with the aid of the article number and the lot number. The raw material incoming goods inspection to which every raw material lot is subjected ensures that all implants are manufactured from materials which meet the requirements of the international standards and the ao specifications.

Event description:
Device report from (B)(6) reports an event in germany as follows: patient was implanted with plates and screws on (B)(6) 2012. It was reported four (4) dynamic locking screws were broken. Patients fracture was not healed. Patient was returned to the o.r. On (B)(6) 2012 for removal of hardware. The implant removal was successful. This is 5 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.